Manufacturer narrative:
The initial reporter¿s phone number is: (B)(6). The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was not identified during functional testing and the event history log review. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.